Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, description: patient interface nim4cpb1 nim 4.0 serial no: (B)(6) h6: img g02005 code was applicable for patient interface (nim4cpb1). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during set up, the console displays the message "patient interface fault detected." Issue persisted after multiple reboots and when the pi is connected wirelessly and wired and issue was not resolved after troubleshooting and it was repositioned, tried wired and wireless. Turned machine on and off 3 different times with the same "patient inface fault detected" message appearing after interface was "connected". There was no patient impact.

Manufacturer narrative:
H3:product analysis of console found that misaligned crm radio firmware, a self test failure due to a defective crm pcba, a boot-up error message due to defective ssd(v1.1.1) card, and a large gap between the bezel and display. H6: codes updated, previously submitted codes fdm b17, fdr c20 and fdc d16 are no longer applicable for console (nim4cm01). H6: previously submitted code fdc d16 is no longer applicable for patient interface (nim4cpb1). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction in g2: unmarked the item as foreign. H3: analysis found that the a missing outer shroud, a cracked bottom clip, a cracked lid, aged batteries, a cable connection failure. H6: fdm b17, fdr c20 and img g02030 codes are no longer applicable for nim4cpb1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.